Manufacturer narrative:
E1 - initial reporter phone: (B)(6) b3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd pump displayed that 10 ml remained to be infused while the syringe was found to be empty. The issue was identified during an infusion.